Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device will not stay turned on. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they couldn¿t duplicate customer stated problem. Replaced front/rear cases, handles, lt/rt iuis, and wiper seal. Calibrated. A review of the device history record showed the device had a manufacture date of 06/07/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: 1604765 for syr rear case. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: fi-2017-0015 for syr gripper.

Event description:
It was reported that the device will not stay turned on. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not stay turned on. There was no patient involvement.